Manufacturer narrative:
The pump seated immediately during displacement test due to moisture damage on the force sensor. Pump failed the self test due to missing segments or partial display. Missing segments or partial display due to moisture damage on the electronic assembly. Insulin pump received with cracked battery tube threads.

Event description:
Customer¿s mom reported via phone call that the customer¿s insulin pump had a cosmetic damage. The blood glucose value was unknown. Customer stated that the pump was cracked and when the customer¿s mother goes to refill the insulin pump and reservoir and she had to hold it as hard as she can to fill the cannula were it goes to 0.0 for insulin to come out of her pump. Customer stated that it takes a while so she was wasting a lot of insulin. The product will return for the analysis.